Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a bad sub-conjunctival hemorrhage of the right eye post operative lasik procedure. Additional information requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The root cause could not be identified conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.